Event description:
It was reported that a data error alert 4 occurred with the customer's insulin pump after the pump's ship date. The customer, who is a small child, did not provide their blood glucose level at the time of the issue, but it was confirmed that therapy was unaffected by the potential erasure of some history logs. There was no adverse impact to the customer's blood glucose level. Due to concerns about the issue recurring and the child's difficulty using alternate therapy, tandem technical support decided to replace the pump as an exception. The backup plan involved using another insulin pump, and the customer's parents were instructed on how to properly store and return the problematic pump with a provided pre-paid label.